Event description:
The patient is very well known to us, a (B)(6) man with type 1 diabetes of 41 years duration, who was one of our first implanted insulin pump (iip) patients in 1987. He has had multiple implantations since then, consistent with the 3 year battery life expectancy, and multiple periods between the implantations on conventional insulin therapy. In 1987, he had been in poor diabetic control through most of his time with diabetes, and was suffering from severe retinopathy as well as peripheral neuropathy. Each of these conditions has stabilized, although he continues to have significant retinopathy. The patient has also gained considerable weight over the years and has become more and more insulin resistant, with daily insulin requirement in the 7-80 u/day range. In (B)(6) 1992, he had an episode of intestinal obstruction due to abdominal adhesions, requiring laparotomy by dr. (B)(6), who lysed adhesions. Iip was continued successfully, and since that time, he was reimplanted twice. The current re-implantation protocol is designed to re-implant our previously implanted subjects if they choose to be re-implanted. This subjects has a strong desire to participate. The present event occurred about 3 months after the most recent re-implantation on (B)(6) 2004. After this re-implantation, he noted significantly increased insulin requirement, to as much as a 150 units of insulin daily. He also "variability" in his requirement from day to day, although there were no significantly symptomatic hypoglycemic reactions. A refill of his pump indicated that there was normal delivery, i.e., no pump slow down or catheter blockade. The insulin is being delivered but not normally absorbed. We hypothesize this is because there is poor absorption from areas significantly affected by intra-abdominal adhesions. The subject was admitted to the gcrc (although this is ordinarily an outpatient procedure) to attempt successful laparoscopic exploration and potentially placement of the implanted insulin pump catheter in a site in his abdomen which was relatively free of adhesions. The risks and potential benefits to the subject of the planned laparoscopy were carefully discussed with him the night before the procedure. His strong preference was to "do whatever it takes to see if we can make this work". On (B)(6) 2014, he electively underwent attempted laparoscopy by dr. (B)(6). At surgery, with three entrance attempts, the laparoscope could not be inserted in two sites, and in the third inflation of the abdomen and visualization was very limited. The surgeons visually documented extensive abdominal adhesions. After discussion among the surgical and endocrine teams, the decision was made not to proceed to a full laparotomy because the risk of bowel perforation and the likelihood of regrowth of adhesions meant that in our view risk exceeded the benefit we might derive in better insulin absorption. It was decided that the procedure should be terminated, and the pump left in place, so that over time it would be determined whether insulin absorption levels out at an acceptable rate, or whether iip therapy has to be stopped and the pump removed. The patient was discharged in excellent condition. Follow-up will determine whether his implanted pump delivers adequately absorbed insulin or requires explantation.